Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to a +3d post-operative (op) myopic surprise in a post-lasik patient. The lens was cut in pieces and discarded. Visual acuity (va) pre-op: 20 70, visual acuity post-op: (B)(6) 2020: 2100, and va on (B)(6) 2020: 2400. An incision enlargement was required, however, there was no report of any medical or surgical intervention required. Another johnson & johnson lens (same model and lower diopter) was implanted as a replacement. No additional information was provided.